Event description:
It was reported that five days prior to explant, patient noted swelling, warmth, redness at device pocket area. Physician questioned infection versus hematoma. Upon opening pocket, bloody drainage noted with no purulent drainage per physician. Device system removed and cultures sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.